Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. The patient was no rv pacemaker dependent; therefore, no pacing inhibition was observed. All lead measurements were stable. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).